Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the reload was connected and used at the first firing, at the time of firing it was felt that it was harder to squeeze than usual, so after using for the first firing, a new handle was used just in case, and it was able to be used without problems after that. There was no abnormality with the staple formation. It was also noted that the device locked on tissue and was able to be removed. There was no patient injury.